Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of constant close door alarm when the door was already closed which was reproduced and confirmed through a review of the event history log. Evaluation determined that the cause was a loose lower link screw. The link screw was correctly adjusted to correct this condition.

Event description:
It was reported that a spectrum pump constantly alarmed close door when the door was already closed. Any patient involvement, injury or medical intervention is unknown.